Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for tube push off with the incident lots was not observed as all product specifications were met. A review of the device history record was completed for the incident lots and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
Material no. 367344 batch no. 9108806 and 9102949. It was reported that during use of the bd vacutainer® push button blood collection set the tubes pop off easily requiring a great amount of force to hold in place to avoid the issue. The following information was provided by the initial reporter: "tubes attached to butterfly collection set pop off easily, stopping blood flow. It is resulting in ( ) waste and need to restick patients. Phlebotomist state it feels as tough tube must be held in place w/ a great amount of force to avoid issues.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9108806. Medical device expiration date: 2021-04-30. Device manufacture date: 2019-05-09. Medical device lot #: 9102949. Medical device expiration date: 2021-04-30. Device manufacture date: 2019-05-02. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 367344, batch no. 9108806 and 9102949. It was reported that during use of the bd vacutainer® push button blood collection set the tubes pop off easily requiring a great amount of force to hold in place to avoid the issue. The following information was provided by the initial reporter: "tubes attached to butterfly collection set pop off easily, stopping blood flow. It is resulting in ( ) waste and need to restick patients. Phlebotomist state it feels as tough tube must be held in place w/ a great amount of force to avoid issues.